Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for hyperglycemia. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10

Event description:
It was reported that patient experienced hyperglycemia while injecting humalog 200u/ml lispro insulin via a prefilled kiwkpen with the unspecified bd¿ pen needle. The consumer reportedly took 15-20u of insulin for each meal to treat type 1 diabetes starting in 2016, and (B)(6) 2018 was the first reported incident of high blood sugar. Her physician stated she may have been forgetting to inject it, despite the consumer believing to have recorded each injection. In (B)(6) 2019, her glycosylation was recorded at "8.1", and in (B)(6) 2019, it was "7.1". A new pen started use on an unknown date, where the consumer's blood sugar reportedly rose and "did not go down at all", and the physician stated again that the consumer may have forgotten to take insulin. On (B)(6) 2019, the reported blood sugar was "about 200" at "5:30", and 15u of lispro insulin was injected. Blood sugar was checked again at 9:00pm, reading "343", and a dexcom monitor was used to survey blood sugar levels. At 10:10pm, there were no changes in levels, and a new pen and pen needle were used to inject 5u of insulin, where blood sugar levels then went down to "280" by 11:19pm. However, high blood sugars reportedly remained throughout the night. The next day, blood sugar levels read "121" by 7:00am. Additionally, it was reported that the consumer had reused needles in the past and did not always prime before each injection. The following information was provided by the initial reporter: the patient received insulin lispro (rdna origin) injections (humalog 200u/ml) via a pre-filled pen (kwikpen), 15-20u for each meal (1u for every 4 carbs), for the treatment of type 1 diabetes, beginning approximately on an unknown date in 2016. Route of administration was not provided. On an unknown date in (B)(6) 2018, she had high blood sugar (value, unit and reference range not provided). Her physician mentioned that she might forgot to take her insulin but she thought she was taking her insulin because she was recording it. On an unknown date in (B)(6)2019, while taking insulin lispro therapy, her glycosylated (a1c) was 8.1 (unit and reference range not provided). On an unknown date in (B)(6)-2019, her a1c was 7.1 (unit and reference range not provided). On an unknown date, she started a new pen and her blood sugar started going up from there and her blood sugar did not go down at all. Her doctor stated that he might forgot to take her insulin. On (B)(6) 2019, her blood sugar was about 200 (unit and reference range not provided) at 05:30 and she injected 15u of insulin lispro to cover her dinner. She ate pasta and scallops for dinner. She did not check her sugar until 9:00pm and then her blood sugar was 343 (unit and reference range not provided). She used dexcom monitor to monitor her blood sugar. At 10:10pm, there was no change in her blood sugar level and her blood sugar was 344 (unit and reference range not provided) at 10:10pm. According to her, insulin was not working correctly. She was pretty scared so she got a new pen with same lot number and also got a new bd needle. She wanted to be careful, so she took 5u of insulin lispro from the new pen and at 11:19pm, her blood sugar had gone down to 280 (unit and reference range not provided). She struggled with high blood sugars overnight. Her doctor told her to taken insulin lispro before going to bed when she had high blood sugar before going to bed so she dosed herself with 10u. On (B)(6) 2019, she woke up in the morning around 7:00am, her blood sugar was 121. Her blood sugar seemed to be doing what it was supposed to be doing after using the new pen and a new needle. She was surprised by her blood sugar results and thought that she might be taking insulin lispro incorrectly. She used to re-use needle and did not always prime before each injection. Patient was the operator of the kwikpen and her training status was not provided. The kwikpen model duration of use was not reported and was started approximately on an unknown date in 2016 and suspect kwikpen duration of use was not reported.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that patient experienced hyperglycemia while injecting humalog 200u/ml lispro insulin via a prefilled kwikpen with the unspecified bd¿ pen needle. The consumer reportedly took 15-20u of insulin for each meal to treat type 1 diabetes starting in 2016, and (B)(6) 2018 was the first reported incident of high blood sugar. Her physician stated she may have been forgetting to inject it, despite the consumer believing to have recorded each injection. In (B)(6) 2019, her glycosylation was recorded at "8.1", and in (B)(6) 2019, it was "7.1". A new pen started use on an unknown date, where the consumer's blood sugar reportedly rose and "did not go down at all", and the physician stated again that the consumer may have forgotten to take insulin. On (B)(6) 2019, the reported blood sugar was "about 200" at "5:30", and 15u of lispro insulin was injected. Blood sugar was checked again at 9:00pm, reading "343", and a dexcom monitor was used to survey blood sugar levels. At 10:10pm, there were no changes in levels, and a new pen and pen needle were used to inject 5u of insulin, where blood sugar levels then went down to "280" by 11:19pm. However, high blood sugars reportedly remained throughout the night. The next day, blood sugar levels read "121" by 7:00am. Additionally, it was reported that the consumer had reused needles in the past and did not always prime before each injection. The following information was provided by the initial reporter: the patient received insulin lispro (rdna origin) injections (humalog 200u/ml) via a pre-filled pen (kwikpen), 15-20u for each meal (1u for every 4 carbs), for the treatment of type 1 diabetes, beginning approximately on an unknown date in 2016. Route of administration was not provided. On an unknown date in (B)(6) 2018, she had high blood sugar (value, unit and reference range not provided). Her physician mentioned that she might forgot to take her insulin but she thought she was taking her insulin because she was recording it. On an unknown date in (B)(6) 2019, while taking insulin lispro therapy, her glycosylated (a1c) was 8.1 (unit and reference range not provided). On an unknown date in (B)(6) 2019, her a1c was 7.1 (unit and reference range not provided). On an unknown date, she started a new pen and her blood sugar started going up from there and her blood sugar did not go down at all. Her doctor stated that he might forgot to take her insulin. On (B)(6) 2019, her blood sugar was about 200 (unit and reference range not provided) at 05:30 and she injected 15u of insulin lispro to cover her dinner. She ate pasta and scallops for dinner. She did not check her sugar until 9:00pm and then her blood sugar was 343 (unit and reference range not provided). She used dexcom monitor to monitor her blood sugar. At 10:10pm, there was no change in her blood sugar level and her blood sugar was 344 (unit and reference range not provided) at 10:10pm. According to her, insulin was not working correctly. She was pretty scared so she got a new pen with same lot number and also got a new bd needle. She wanted to be careful, so she took 5u of insulin lispro from the new pen and at 11:19pm, her blood sugar had gone down to 280 (unit and reference range not provided). She struggled with high blood sugars overnight. Her doctor told her to taken insulin lispro before going to bed when she had high blood sugar before going to bed so she dosed herself with 10u. On (B)(6) 2019, she woke up in the morning around 7:00am, her blood sugar was 121. Her blood sugar seemed to be doing what it was supposed to be doing after using the new pen and a new needle. She was surprised by her blood sugar results and thought that she might be taking insulin lispro incorrectly. She used to re-use needle and did not always prime before each injection. Patient was the operator of the kwikpen and her training status was not provided. The kwikpen model duration of use was not reported and was started approximately on an unknown date in 2016 and suspect kwikpen duration of use was not reported.